Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per physician - (B)(6) 2020 - regarding the two stent; ((B)(4)) a pt with pancreatic cancer and tight stricture, I stent went down ok over the wire but I could not advanced up in the bile duct because of the stricture, so I did balloon dilation then when I tried to reinsert the stent, we could not get wire exit from the stent, it kinds stuck against something inside the stent. ((B)(4)) so I tried the other stent and the exact thing happened again. At the end I placed the 7 fr plastic stent. I guess the main issue with sems, why we could not pass the wire through it?

Event description:
This is a cancellation report, the event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. This complaint report does not meet the requirements of an adverse reaction/device defect report as per 21 cfr part 814.82 (a)(9 per physician - (B)(6) 2020 - regarding the two stent ; ((B)(4)) a pt with pancreatic cancer and tight stricture, I stent went down ok over the wire but I could not advanced up in the bile duct becuase of the stricture , so I did balloon dilation then when I tried to reinstert the stent , we could not get wire exit from the stent, it kinds stuck against something inside the stent. ((B)(4)) so I tried the other stent and the exact thing happened again. At the end I placed the 7 fr plastic stent . I guess the main issue with sems, why we could not pass the wire through it ?

Manufacturer narrative:
This is a cancellation report, the event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. This complaint report does not meet the requirements of an adverse reaction/device defect report as per 21 cfr part 814.82 (a)(9). ¿kinked flexor and red safety guard damage¿ observed in lab evaluation for this complaint has been captured separately in MDR report #: 3001845648-2020-00159.

Event description:
Supplemental correction report is being submitted due to an amendment to the lot number documented in section d4 of previously submitted MDR.

Manufacturer narrative:
This file is related to complaint file (B)(4) (3001845648-2020-00065), as occurred in the same procedure. Device evaluation the evo-10-11-6-bdevice of lot number c1652064 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 20th february 2020. 0.035 inch wire guide passes at the zip port without any issues as there was a slight curve on return. Kinked flexor and red tab damage observed, possibly due to transport returns. Handle was actuating fine and stent deployed without any issues. Following the lab evolution addition information was requested to aid investigation. Additional complaint file was raised to capture the (kinked flexor and red safety guard ) observed during the lab evaluation at cook ireland. Also further clarification was requested to aid investigation: "we could not get wire exit from the stent, it kinds stuck against something inside the stent. " can you please elaborate on this please? Are you referring to wire guide getting stuck at the zip port? (Image to follow) additional information has not yet been received, however, if it is received the investigation will be updated accordingly. Documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-10-11-6-b device of lot number c1652064 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1652064 ; upon review of complaints this failure mode has not occurred previously with this lot #c1652064. The instructions for use ifu0056-5 which accompanies this device instructs the user to" remove stent delivery system from package and backload device over a prepositioned wire guide, ensuring the wire guide exits catheter at zip port" "the stent is mounted on an inner catheter, which accepts a .035 inch wire guide, and is constrained by an outer catheter.". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to device handling when loading the wire guide, returned device was functioning as intended when a slight curve was applied with the zip port facing upwards to help the wire guide to easily exit the zip port. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.